Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device will not charge. It has been plugged in all night and the they can't run the operation check. There is a red "x" and beeping. There was no reported patient or user involvement and no adverse patient/user impact.